Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: (B)(4), all poly patella cemented 32 mm diameter (B)(4). (B)(4), patella reamer blade with pilot hole 35 mm diameter, (B)(4). (B)(4), articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 3-5, (B)(4). (B)(4), tibia cemented 5 degree stemmed right size d, (B)(4). This report is number 3 of 3 mdrs filed for the same patient (reference 3007963827-2017-00009, 0001822565-2017-00870, 0001822565-2017-00873).

Event description:
Patient's right knee was revised approximately 20 months post implantation due to loosening of the femoral component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.